Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. The multifunction cable was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.